Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Photographs were provided and reviewed. The trident shell shows that there is biological matter present. A functional and dimensional inspection could not be performed as the device was retained at (B)(6). The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further. If additional information becomes available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to acetabular loosening and pain. The components were implanted in situ for ~ 2.0 years. The acetabular liner, acetabular shell, femoral head and femoral head components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.

Event description:
The arthroplasty was revised due to acetabular loosening and pain. The components were implanted in situ for ~ 2.0 years. The acetabular liner, acetabular shell, femoral head and femoral head components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
It was noted that medical records and x-rays would not be provided for review due to irb and hipaa regulations at the institution. A supplemental report will be submitted upon completion of the investigation. Device not returned - hospital policy.